Event description:
A patient called customer support and stated the administration set tubing was leaking. The patient revealed the problem was her fault as she wanted to take a shower so her husband put the pumps in a bag then tapped the bag closed. When she was done with her shower her husband was having a hard time removing the tape and used scissors to remove the tape, he ended up cutting the tubing. The patient reached out to the anesthesia department and was advised to discontinue the using the pumps, all doses were lost. There was no report of any patient injury or harm. Medication is unknown.

Manufacturer narrative:
Return of the device has been requested.  As of the date of this report, device has not been returned.